Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software product ID hh9020tdd serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that the handset had slowed down and takes 4 minutes to 'get a boost'. They confirmed the 90% lag issue. Agent reviewed information and assisted them with clearing data on the handset. They then connected to the pump without issue and was in an expected lockout. They would monitor lag issue and call back if further assistance was needed.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that it took about 6 minutes for the handset to deliver a bolus and less than a minute for the other pump to deliver the bolus. Patient states she had two pumps and the older handset was the issue. Patient stated her doctor said there was something wrong with the original handset and to call medtronic. Agent walked patient through clearing the cache and clearing data on the handset. Patient attempted bolus and was much faster. The troubleshooting steps that were taken on the call resolved the issue. Patient would monitor and call back if issues worsen.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.